Event description:
The device was returned due to valve 4 leak failure. Upon return, the device had no alarms at startup and passed mock infusions normally. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. Device was also reverted to manufacturing mode and passed several rounds of pneumatic manifold testing. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. The time on battery counter has been reset in preparation for new batteries. The mr sticker is slightly damaged. An internal investigation found the lever boot retaining plate was cracked.

Event description:
The following has been reported: biomed reported: "displayed a "pump problem" notification. Notification appeared before an active infusion started on a patient. No patient harm reported.". A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 4). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.